Manufacturer narrative:
A field service engineer (fse) replaced the rbc bath to resolve the background failures. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported red blood cell (rbc) and platelet (plt) background failures on a unicel dxh 800 coulter cellular analysis system. The customer stopped using the instrument and field service was dispatched. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.